Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the act button on the insulin pump was not responding. Customer's blood glucose was 90 mg/dl. Customer stated the bolus and act button are not working. Customer stated he took out the battery and inserted a new one and the device hasn't been working correctly since. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.